Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) battery is low and the device went off. A follow up with the patient¿s healthcare provider yielded that the device has not been checked since implant and the patient had missed all device check appointment. The patient has reached out to the healthcare provider and left a message about an audible alert coming from the device. The patient has not returned any of the healthcare provider¿s phone calls. The device remains in use. No patient complications have been reported as a result of this event.